Event description:
Customer alleged observing discrepant results on nine pt's when comparing triage troponin I (tni) results to lab troponin (tnt) results. Of the nine reported pt results, it was reported one unspecified pt was sent to the hospital for a cardiac catheter. No other pt specific info was provided. Alere attempted to f/u with customer for further info related to the pt and procedure, however customer did not provide any further info.

Manufacturer narrative:
Note that customer uses troponin t, not troponin I as the reference method, therefore, direct comparison is not applicable. Triage does not correlate to the roche analyzer because triage tests specifically for troponin I and roche tests for troponin t. Five samples were rec'd for testing; no info was provided as to which sample or if any of the samples corresponded to the pt who is catheterized. Only 2 of these 5 samples showed discordant results when tested in-house (details below). Returned device testing: sample #2 arrived hemolyzed. The sample was tested 3 times and replicated customer findings with returned kits. No discrepant or high bias results were observed when testing 'normal' whole blood (wb) donors (results <0.05 ng/ml tni) on returned devices. Expected results were observed when testing spiked wb (>0.05 ng/ml tni). A single normal wb sample was manually hemolyzed and tested; no discrepant results were observed. Retain device testing: customer's observations were not replicated when testing all five samples on retained devices. No device issues or error codes were observed. No discrepant or high bias results were observed when testing 'normal' wb donors. Beckman access results showed that all five returned samples had a tni concentration of 0.02ng/ml or less. Triage testing only showed elevated tni results on 2 returned pt samples on returned devices. Unable to rule out sample specific interference with these samples. Storage and shipping conditions of returned cardiac devices are unk and cannot be ruled out as a potential cause of discrepant results. Sample specific interference cannot be ruled out. This complaint has been escalated for further investigation.